Event description:
It was reported to philips that the device experienced a shock failure during defibrillator testing. The device was reported as being available for clinical use at the time of the event. However, the reported issue occurred during testing in which there was no patient involvement.